Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was not cooling. A check of t4 showed that it was at 35c. Had them reboot the device and verify proper water level and t4 still remained high out of spec. Per review of work order notes on 13aug2025, it would appear that this was a chiller issue, but they will be writing a quote for a depot assessment.

Event description:
It was reported that they called to state the arctic sun device was not cooling. A check of t4 showed that it was at 35c. Had them reboot the device and verify proper water level and t4 still remained high out of spec. Per review of wo notes on 13aug2025, it would appear that this was a chiller issue, but they will be writing a quote for a depot assessment. Per sample evaluation results on 18dec2025, chiller power connector was electrically overstressed to the point of opening the circuit. The ac cca card was also electrically overstressed and had a pin stuck within its connector(j5), from the chiller power connector. Tank seals were worn/torn.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller assembly. The arctic sun stat was evaluated upon receipt. (Arctic sun stat) no error code observed. Per decontamination notes, unit filled normally. Unit not cooling, all 3 pumps are working. Root cause is determined to be due to a fault within the 115v chiller subassembly. Chiller assembly was replaced. Chiller assembly was replaced. Ac cca card was replaced. Servicing of the mixing pump, and circulation pump. Tank seals were replaced. Evaporator outlet tube, double-bend tube, heater, heater foam, and manifold o-rings were replaced. Unit was cleaned. All applicable upgrades were verified complete in accordance with service procedures. The arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller assembly. The arctic sun stat was evaluated upon receipt. (Arctic sun stat) no error code observed. Per decontamination notes, unit filled normally. Unit not cooling, all 3 pumps are working. Root cause is determined to be due to a fault within the 115v chiller subassembly. Chiller assembly was replaced. Chiller assembly was replaced. Ac cca card was replaced. Servicing of the mixing pump, and circulation pump. Tank seals were replaced. Evaporator outlet tube, double-bend tube, heater, heater foam, and manifold o-rings were replaced. Unit was cleaned. All applicable upgrades were verified complete in accordance with service procedures. The arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was not cooling. A check of t4 showed that it was at 35c. Had them reboot the device and verify proper water level and t4 still remained high out of spec. Per review of wo notes on 13aug2025, it would appear that this was a chiller issue, but they will be writing a quote for a depot assessment. Per sample evaluation results on 18dec2025, chiller power connector was electrically overstressed to the point of opening the circuit. The ac cca card was also electrically overstressed and had a pin stuck within its connector (j5), from the chiller power connector. Tank seals were worn/torn.